Event description:
This notification was opened for review for information received that the bipap auto series assy device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found and the technician stated that, lcd screen was damaged. The device displayed error codes e055 (err_therapy_queue_full) and e066 (err_stuck_encoder_b). Additionally, attributes were verified and were completed successfully, and the device was scrapped by the service center as per customer¿s request after the evaluation was completed.